Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿didn¿t work¿ yesterday and that ¿someone¿ was going to come and check it. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)